Event description:
It was reported that this left ventricular (lv) lead exhibited consistent high out-of-range (oor) pacing impedance measurements of greater than 2000 ohms. These oor measurements coincided with the timing of a general changeout procedure back in (B)(6) 2024. Currently, the lv pacing impedances are stable around 800 ohms. Testing of the system showed oor measurements in two sensing configurations, and in-rang measurements in the other two configurations. The lv lead was reprogrammed and remains in service. No adverse patient effects were reported.